Event description:
Device 1 of 2: reference MFR report: 1627487-2012-02106. It was reported the pt feels little shocks go down her legs and she has suffered from constipation since implant. She stated she does not feel effective stimulation in her thigh area. She also reported that in the last five weeks, she has felt a painful heating sensation at the ipg site while charging. She alleged the area felt very hot after about 30 minutes of charging and her ipg appears to be very superficial. The sjm rep advised the pt of charging precaution. No further info is available at this time. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.